Event description:
The customer reported via phone call indication that the insulin pump had an a21 alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm happen during inserting a new battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.